Event description:
I am a consumer of insulet omnipod 5 (type 1 diabetic). I have had issues with the pods stopping before they are supposed to but more importantly, the phone number that they provide on the latest "medical device correction" email does not work (it immediately hangs up (1 800 641 2049) and the online agent they refer to (live agent chat in the lower right of omnipod.com) shows up online as "agency offline". Box contains 5 pods.